Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in a calcified and moderately tortuous superficial femoral artery (sfa). A non-bsc guide wire was advanced and crossed the lesion. The 2.0 mm x 40 mm coyote balloon catheter was advanced into the patient. Inflation was performed twice to unknown pressure. During the third inflation, the balloon ruptured at 14 atms. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: there was blood in the balloon and inflation lumen. The tip was damaged. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole adjacent to the distal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).